Event description:
It was reported that the right ventricular (rv) lead had tripped the lead integrity alert. There was oversensing, elevated thresholds and noise on the rv lead. The physician was concerned of a df4, device and rv lead, connection issue. The patient was brought to surgery and it was noted that the rv lead had dislodged. The physician repositioned the lead but when tested was unable to get a clean egm (electrogram); there was too much noise on the lead even after rechecking the connections. It was then decided to explant the rv lead and device, and replace it with a df1 system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. ; (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.